Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent ventral incisional hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2018 during which the surgeon noted the ¿presence of thick scar tissue and that a branch of the ilioinguinal nerve was running through it.¿ it was reported that the patient experienced chronic left groin pain, inflammatory reaction to the mesh, thick scar tissue formation, adhesions, ilioinguinal nerve entrapment and ilioinguinal neuropathy requiring neurolysis. No additional information is provided.